Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The left side and the right side standard blades were returned. Blood was observed on both of the blades. A visual inspection was conducted. There were no defects or any non-conformities with the right side of the blade. Upon observation the very first retainer suture on the left blade was detached/broken. No other visual were observed for the left blade. Based the returned condition of the device and results of the investigation the reported complaint "detachment of device or device component" was confirmed. A certificate of conformance was reviewed for the assembly, suture holder-foam. The vendor certifies that the product lot meets and conforms to the specifications and requirements applicable.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the acrobat suv vacuum stabilizer system st, one of the "suture retainers" dislodged from the device and the small black retainer fell into the chest cavity. The surgeon was able to retrieve the part and continued the procedure without any further incident or complication. No patient injury associated with complaint. No additional patient procedure or treatment required.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the acrobat suv vacuum stabilizer system st, one of the "suture retainers" dislodged from the device and the small black retainer fell into the chest cavity. The surgeon was able to retrieve the part and continued the procedure without any further incident or complication. No patient injury associated with complaint. No additional patient procedure or treatment required.